Event description:
Report received of "clave port leakage during removal of male adapter plug". The pt was transferred to recovery unit after surgery. During transfer, the pt required an unspecified medication. The medication was contained in pre-filled syringe with pre-attached sharp needle. A luer male adapter plug was attached to the clave y-port of extension tubing proximal to pt's IV site to accommodate the needle. The entire dose of medication was administered completely with slight resistance reported during injection. There was no fluid leakage noted. When pt was medically stable, the pt was transferred to nursing unit with IV of d5 1/2 ns at 125ml/hr via pump. In pm of same day, an rn removed the adapter plug from clave port as it was no longer required. Blood immediately backed up the extension tubing up to clave port. Rn put the adapter plug back which immediately stopped the bleedback. The peripheral IV line was flushed and infusion was resumed. Next am, another rn attempted to remove the adapter plug. Blood immediately backed up the extension tubing. With pt movement, rn noted blood flowed back towards the IV site halfway through the extension tubing with air noted distal to clave port. The air did not reach the pt's IV site. The rn clamped the extension tubing and replaced it. A primary infusion was restarted without problem. Approximate amount of blood loss was less than 10ml which splashed onto pt's arm and floor. There was no staff contamination reported and no pt harm occurred. The pt did not experience any adverse sequelae.